Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during the prime test due to faulty force sensor system. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose reading was 16.3 mmol/l. The customer mentioned that the alarm occurred during a bolus. The insulin pump will be returned for analysis.